Manufacturer narrative:
Full UDI is not available due to missing lot/serial number.

Event description:
The sales rep from user facility reported that the device overheated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.